Event description:
It was reported that during a da vinci-assisted cholecystectomy, part of the yellow covering of the permanent cautery hook (pch) instrument broke off inside the patient and landed on the patient¿s liver. A fragment was retrieved with a laparoscopic davis and geck instrument during the same procedure. Staff confirmed that no other pieces were left behind and showed the fragment to the surgeon. The broken piece was set aside; however, it was later inadvertently disposed off. No postoperative tests were performed. The procedure was completed with no injury to the patient, and the patient was discharged.

Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been received for failure analysis evaluation.